Event description:
The needle separated from the stylet and remained inside the tubing.

Manufacturer narrative:
Additional information has been requested from the reporter. The actual unit involved in the incident and one representative unit are currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).